Manufacturer narrative:
No device history records review was conducted since there was no reported lot # and a ship history lot review was not performed since item # is unknown. The february 2019 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "guidewire kinked/knotted. " no adverse trend was indicated. In addition, this is the only reported complaint for this failure mode in the past 15 months for the bioflo PICC product family. Returned for evaluation was one guidewire inside a needle. The guidewire exhibited numerous bends / kinks and was unraveled. The end user hospital's reported complaint description of kinking while trying to pull the wire back through the introducer needle is confirmed. However, the dfu that is supplied with the bioflo PICC kits specifically states not to pull the guidewire back through the needle: "never withdraw the guidewire through the needle as this may damage the guidewire. If the guidewire tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit to prevent the safety needle from damaging the guidewire. " thus the root cause of the guidewire damage is user error. (B)(4).

Event description:
As reported, hospital is complaining of occasional kinking of the guidewire provided with the bioflo PICC device. It was previously unexperienced, until (B)(6) 2018 when it happened 3 times upon attempting to pull the guidewire out of the introducer needle. No patient injury was reported. Despite multiple requests, a device upn and/or lot number was not provided. In (B)(6) 2019, a guidewire was returned and it was seen to be unravelled as well as kinked, thus considered a malfunction.